Manufacturer narrative:
(B)(4). The damage found was sustained during the surgical procedure. The product was otherwise normal.

Event description:
It was reported the physician had difficulty advancing the left ventricular lead through the distal third of an inner catheter. This led to the lead unable to be advanced or retracted within the catheter. A new catheter was attempted at implant. The same advancement issues were repeated which included bending the lead. The lead was accidently discarded. A third inner catheter and a new left ventricular lead were attempted. After the lead was implanted into a lateral branch, a small dissection at the ostium of the lateral vein was observed. It is suspected the cause of dissection was from excessive force when advancing the first lead through the first two catheters. The patient did not report any adverse consequences.